Event description:
The customer reported to olympus the visera elite iii video system center ¿3d¿ is not working. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was not confirmed. The 3d function of the system was working properly. However, it was discovered that an e226 error was present, and the image was only displaying a white screen. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the initially reported 3d failure mode could not be determined. However, investigators believe it¿s likely that the discovered error code was due to two faulty modules and the image failure was likely the results of a damaged printed circuit board. Olympus will continue to monitor the field performance of this device.